Manufacturer narrative:
A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully mounted on the delivery system. A visual and tactile examination found no kinks or damage along the length of the outer sheath. The device was dissected at the guide wire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent; however, it was noted that the distal inner was kinked at various positions along its length. This damage is consistent with the application of excessive force. A visual and microscopic examination found no issues with the profile of the reconstrainment band. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A section of the inner could be seen exiting at the guidewire access sleeve which was preventing the stent from being deployed. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a biliary drainage procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 3-cm stricture due to cancer at the target site. Reportedly, the patient's anatomy was not tortuous and the stricture was not severe so the lesion was not dilated prior to stent placement. During the procedure, severe resistance was felt after the distal part of the stent was deployed. Further attempts to deploy the stent caused the inner catheter to detach at the guidewire access port and the stent failed to be deployed. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of the inner catheter was detached. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was used during a biliary drainage procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 3-cm stricture due to cancer at the target site. Reportedly, the patient's anatomy was not tortuous and the stricture was not severe so the lesion was not dilated prior to stent placement. During the procedure, severe resistance was felt after the distal part of the stent was deployed. Further attempts to deploy the stent caused the inner catheter to detach at the guidewire access port and the stent failed to be deployed. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.